Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified an electrode lifted leaving internal components exposed. During the procedure, after connection to the patient interface unit (piu), they noticed that electrodes 17-18 and 19-20 were noisy on the carto and on the recording system. They tried to disconnect/reconnect the catheter, change the cable and the dongle but the problem was still present. They then exchanged the catheter with a new one to solve the problem. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026, it was identified that there was damage observed on the splines and rings. Observed one spline bent and an electrode lifted leaving internal components exposed. The event was originally considered non-reportable, however, bwi became aware of an electrode lifted leaving internal components exposed on (B)(6) 2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The pentaray nav eco device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2026. Visual inspection and electrical test on carto 3 system of the returned device was performed following j&j procedures. Visual inspection was performed and damage was observed on the splines and rings. Observed one spline bent and an electrode lifted leaving internal components exposed. The device was connected to the carto 3 system, and it was recognized; however, an electrode black was observed on the carto 3 screen due to an open circuit of the damaged electrode in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The open circuit and the electrode lifted could be related to the electrical issue reported by the customer; therefore, the complaint was confirmed. However, the spline bent was not related to the reported event. The potential cause of the open circuit could be related to the electrode damage. The potential cause of the electrode damage and spline bent could be related to excessive force or manipulation during the procedure; however, this cannot be conclusively determined. - the instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded backward toward the handle. Collapse the splines together using the insertion tube prior to insertion. - the carto 3 instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿electrodes 17-18 and 19-20 were noisy¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿electrodes 17-18 and 19-20 were noisy¿ issue. In addition, biosense webster inc. Analysis finding of the ¿electrode lifted leaving internal components exposed¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported biosense webster inc. Analysis finding of the ¿spline bent¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).